Event description:
The customer reported that the defibrillator presented error code 00001 in the system log. The error code is consistent with a failure in a charging circuit. There was no allegation of patient involement.